Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11 the company representative was able to confirm and replicate the reported issue. The footswitch showed ¿age-related deterioration.¿ the printed circuit board (pcb), footswitch cabling, and footswitch were all replaced to address this issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. Another complaint (with similar reported event) was found as part of this investigation. The root cause was listed as an ¿internal component failure.¿ the root cause of the reported event is attributed to footswitch deterioration. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported of an ophthalmic operating system with laser did not emit when the footswitch was pressed during surgery. The surgery was performed and completed after switching to another system. Procedure details and patient harm was not reported. Additional information has been requested, none received till date.